Event description:
New information states that the patient presented via remote transmission on (B)(6) 2019. Device exhibited non-sustained right ventricular oversensing episodes correlating to patient¿s metabolic changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing. Programming changes were discussed; however, no intervention was performed. The patient was asymptomatic throughout.